Manufacturer narrative:
An outside of united state (ous) customer reported a falsely depressed enzymatic creatinine_2 (ecre_2) patient result that was obtained an atellica ch 930. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine_2 (ecre_2) patient result was obtained an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00019 on 31jan2022. Additional information (15feb2022): an outside of united state (ous) customer reported a falsely depressed enzymatic creatinine patient result that was obtained an atellica ch 930. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. There was no indication of reagent delivery and evidence of foaming issue was found based on photometer data. Siemens recommended to the customer of proper maintenance procedures to ensure appropriate mixer function. Siemens also found process errors for abnormal sample aspiration on the dilution arm and recommended the customer to inspect the dilution probe and that the sample is being prepared in accordance with the operator guide. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens could not rule out pre-analytical variables or sample specific issues as contributing factors. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.